Event description:
It was reported that, "3.0 stainless steel t2 kids nails were removed. The 3.5 stainless steel t2 kids nails were used to revise the original implants. Surgeon stated the original implants were too short and needed replacement to sustain fracture healing. No unusual circumstances".

Manufacturer narrative:
Device was given to pt. Will not be returned. If the device or additional information becomes available, it will be reported on a supplemental report.